Event description:
It was reported that during a rotational atherectomy treatment procedure, there were issues with the turbine pressure knob. The rotablator console turbine pressure knob was turned to the maximum level, however it was noted that the knob "returned a little automatically" from the maximum setting. No issue was noted with the rotational frequency. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the customer applied labels to the console. The turbine control knob was missing, the assembly was found inside the console. The turbine control assembly cable was twisted. One of the feet is missing. Functional testing on the console could not be carried out as the turbine knob assembly was missing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, there were issues with the turbine pressure knob. The rotablator console turbine pressure knob was turned to the maximum level, however it was noted that the knob "returned a little automatically'' from the maximum setting. No issue was noted with the rotational frequency. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a rotational atherectomy treatment procedure, there were issues with the turbine pressure knob. The rotablator console turbine pressure knob was turned to the maximum level, however it was noted that the knob "returned a little automatically" from the maximum setting. No issue was noted with the rotational frequency. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).